Event description:
Reporter indicated that at a follow up visit during the week in 2002, the patient's physician ordered x-rays to check the connection of the lead since the patient does not display any side effects of stimulation and has reported continued lack of benefit from the vns implant. It was reported that the x-ray suggests that one part of the connection to the nerve is "disconnected" but that the x-ray was inconclusive. The physician increased the programmed parameters and as the device was tested with the magnet the patient went into a seizure during magnet mode stimulation. It was reported that the patient continues to have seizures in which their left side completely goes numb, rendering the patient helpless and severely limiting the patient and the patient's parents' activities. It was reported that this is a relatively new phenomena (past year) and that the patient has had two or three bad episodes of this since the stimulator was activated (12/2001). It was reported that the physician planned only to observe the patient over the next three months. It is suspected that user error may have caused or contributed to a lead discontinuity, improper lead placement on the nerve, or improper lead connection to the generator, resulting in lack of therapy for the patient.